Event description:
The patient has experienced heart palpitations since stimulation was initiated was reported that the patient was evaluated for 24 hours using a holter monitor (results unkown). The patient reports that their heart rate increases with stimulation and that they also have shortness of breath with stimulation.